Manufacturer narrative:
Initial.

Event description:
It was reported that after initial setup of the ilet with a dexcom g7, the user experienced a symptomatic hypoglycemic event while driving, with device-reported glucose in the mid-50s, followed by dizziness, a brief loss of consciousness, and on-site treatment by store personnel and ems with oral glucose; no alerts were perceived before the pump beeped and no hospitalization occurred. Symptoms included hypoglycemia, dizziness, and loss of consciousness. Outcomes included an unexpected medical intervention with medication in the form of oral glucose. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available, and the device problem and component were recorded as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.